Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of disturbance on the monitor and black image along with touchscreen was confirmed. The reported failure was likely caused by user mishandling. Additional evaluation findings are as follows: water invasion and shocks. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis x1 video system center had a disturbance on the monitor (horizontal lines for a millisecond) and then the image went black along with the touchscreen. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information about the event was requested, but not received. If new information is provided, an additional supplemental report will be submitted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image issue was caused by failure of the printed circuit board and scope socket. However, the definitive root cause of the printed circuit board and scope socket failures could not be determined. Olympus will continue to monitor field performance for this device.